Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device was returned to olympus for inspection and the reported failure was confirmed. Based on the results of the investigation, a definitive root cause could not be identified. In addition, the following reportable malfunctions were identified during the device evaluation: cable flooding and image noise. The actual product had scratches on the cable, therefore, it is likely that the watertight function did not work properly due to the scratches on the cable and "cable flooding" occurred. The actual product also had a charged coupled device failure; therefore, it is likely that the image function did not function normally due to the charge coupled failure and "image noise" was generated. Olympus will continue to monitor field performance for this device.

Event description:
It was reported the subject device had a cord disconnection issue. The issue was identified during pre-use inspection for a laparoscopic procedure and was completed using a similar device. There were no reports of patient harm.

Event description:
It was reported the subject device had a cord disconnection issue. The issue was identified during pre-use inspection for a laparoscopic procedure. There were no reports of patient harm.

Manufacturer narrative:
E2/e3: no information available for the occupation of the initial reporter or whether they are a healthcare professional the investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.